Event description:
This rv lead was implanted on (B)(6) 2011. A call to technical services on 05/17/2011 states that sensing yesterday >25, impedance normal - 800 or so. This morning was doing predischarge check and sensing dropped to 6 and impedance 1900. They will do an xray. Didn't see noise on egm. Threshold hasn't changed. The large change in impedance makes you think connection issue, but the large change in sensing wouldn't be caused by connection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)